Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4) involved in the reported complaint was not returned to zoll for evaluation and was not evaluated at the customer site by zoll service personnel because the customer performed a functional test and was unable to replicate the tcmid:06 (ce post failure) error at his shop. The biomedical engineer (biomed) was unable to download the event logs. During device inspection, it was noticed that the level of the coolant (glycol) in the coldwell was low, unrelated to the reported complaint. The biomed added glycol into the coldwell and decided to place the thermogard console back on the floor for future clinical use. Without event logs and on-site investigation by zoll, the root cause of the reported tcmid:06 cannot be determined. This thermogard console was manufactured in march 2010 and is almost 13 years old, well beyond its expected service life of 5 years. Zoll recommended the customer replace the thermogard console.

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(4) displayed a tcmid:06 (ce post failure) error message. Later, the customer re-started the console and tested the thermogard system, but the tcmid:06 error message was not replicated. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.